Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported failure to seal. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported patient effect of death is listed in the graftmaster rx coronary stent graft system, instructions for use as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A medical review was performed by an abbott vascular clinical specialist. This procedure was to treat a 79-year-old female patient. No medical conditions and history were reported at this time. Based on the information provided, cause of death is not related to graftmaster rx coronary stent graft system, and that it is reasonable to state that the stent device could be a potential contributing factor. There is insufficient clinical detail, including patient¿s comorbidities, procedural background, and patient¿s hemodynamic status during the case that could support a clear cause and contribution to the patient¿s death. The device seems to be used for its intended purpose, but the inability to seal the perforation remains uncertain. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation in the left main coronary artery. The 4x16 mm graftmaster covered stent was implanted but did not seal the perforation. The patient was unable to be stabilized and expired. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.